Manufacturer narrative:
The foreign material was not returned. The mst1012 was returned for evaluation. It was noted that there was no missing metal (no gouges/abrasions found) on the probe. The cutter was damaged on the cutting edge but did not shed any visible metal based upon high resolution magnification. Root cause is undetermined but found to be unrelated to probe.

Event description:
According to the reporter, the event occurred during the procedure there was an incident of foreign body of unknown origin in relation to this equipment. This has resulted in this equipment being removed from clinical use with immediate effect. Client attended (B)(6)2025 for an initial 14g biopsy (handheld biopsy device). An ultraclip marker was inserted during this procedure. The pathology results were b1 so a further biopsy was arranged for this morning. This repeat biopsy was performed with 10g needle on the mammotome vacuum assisted biopsy equipment. 4 cores were taken and upon x-ray examination of these a foreign body was discovered within the core. This has a corkscrew appearance and is not of the same size or shape as the ultraclip marker that was already in situ from previous biopsy. The entire mammotome needle system was removed from the patient and a hydromark clip was deployed (this is a different size and shape from ultraclip to allow us to differentiate between the 2 clips). Post clip x-rays were taken and both markers are seen fully intact on the image. From analysis of the initial x-rays, there was no previous metal work in the client's breast that could account for this being removed with the biopsy sample. We checked the specimen cabinet and there was no debris in the specimen cabinet tray that would account for this. The affected probe was quarantined in a sharps safe container.

Manufacturer narrative:
According to the reporter, the event occurred during the procedure there was an incident of foreign body of unknown origin in relation to this equipment. This has resulted in this equipment being removed from clinical use with immediate effect. Client attended (B)(6)2025 for an initial 14g biopsy (handheld biopsy device). An ultraclip marker was inserted during this procedure. The pathology results were b1 so a further biopsy was arranged for this morning. This repeat biopsy was performed with 10g needle on the mammotome vacuum assisted biopsy equipment. 4 cores were taken and upon x-ray examination of these a foreign body was discovered within the core. This has a corkscrew appearance and is not of the same size or shape as the ultraclip marker that was already in situ from previous biopsy. The entire mammotome needle system was removed from the patient and a hydromark clip was deployed (this is a different size and shape from ultraclip to allow us to differentiate between the 2 clips). Post clip x-rays were taken and both markers are seen fully intact on the image. From analysis of the initial x-rays, there was no previous metal work in the client's breast that could account for this being removed with the biopsy sample. We checked the specimen cabinet and there was no debris in the specimen cabinet tray that would account for this. The affected probe was quarantined in a sharps safe container. The mst1012 will not be returned. The investigation is pending the evaluation of the foreign material.